Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off. The pump was connected to a power source and was able to be turned on however, the pump would not charge past 5%. The pump later turned off again. There was no reported impact to the customer's blood glucose level. Reportedly the customer began using manual injections as insulin therapy.